Manufacturer narrative:
(B) (4).

Event description:
The patient had an ultrasound; the date and reason were not reported. In (B) (6), the patient heard the pump alarming. The patient went into the clinic on (B) (6) 2009. The pump was interrogated and the logs noted that a stall had occurred on (B) (6) 2009; there was no recovery recorded. The healthcare professional updated the pump and there was still no recovery. The patient stated that he didn't go through withdrawals, but his back had been hurting. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.